Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a removal of bile duct stone procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an 8mm stone was captured and crushed using a trapezoid¿ rx basket. However, the physician wanted the stone crushed into smaller pieces, and when attempting to crush the stone again, the stone was unable to be crushed. An alliance handle was then used to crush the stone, however the stone was unable to be crushed. An attempt to detach the tip was made, however the tip failed to detach and the stone was entrapped within the basket. The physician decided not to use an emergency lithotripsy device to assist with removal of the basket, because he wanted to ¿avoid the risk of pancreatitis¿ . Therefore, the patient was sent to surgery that day to remove the basket and stone. The pullwire was cut prior to surgery. During the surgery the basket and stone were removed. The patient¿s gallbladder was also removed. There were no reported patient complications due to this event and the patient¿s condition was reported to be stable reportedly, there were no issues with the alliance handle device.

Manufacturer narrative:
A visual evaluation of the device found that the device had been cut into three sections by the customer. The proximal section was cut at the end of the black heat shrink and the handle assembly was without issue. The basket assembly extended out of the distal section and the tip was intact. Side car-rx presented push back out of specification and the coil assembly was buckled in multiple places. The condition of the returned unit was consistent with the complaint incident that the tip failed to detach. The device is designed so that the basket tip detaches if the stone cannot be crushed, however, from the analysis of the returned device this did not occur. The directions for use (dfu) outlines steps to remove the device if the tip fails to detach, the use of the sohendra lithotripsy system is optional. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a removal of bile duct stone procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an 8mm stone was captured and crushed using a trapezoid¿ rx basket. However, the physician wanted the stone crushed into smaller pieces, and when attempting to crush the stone again, the stone was unable to be crushed. An alliance handle was then used to crush the stone, however, the stone was unable to be crushed. An attempt to detach the tip was made, however, the tip failed to detach and the stone was entrapped within the basket. The physician decided not to use an emergency lithotripsy device to assist with removal of the basket, because he wanted to ¿avoid the risk of pancreatitis.¿ therefore, the patient was sent to surgery that day to remove the basket and stone. The pullwire was cut prior to surgery. During the surgery the basket and stone were removed. The patient¿s gallbladder was also removed. There were no reported patient complications due to this event and the patient¿s condition was reported to be stable. Reportedly, there were no issues with the alliance handle device.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.